Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer stated that the initial sample had hemolysis, icterus, and lipemia results of 2,2,1. The customer stated that the sample was a little hemolyzed. The customer provided results of quality controls obtained the day of the event, which were within range. The cause of the discordant, falsely high potassium results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated potassium (k) results were obtained on one patient sample on a dimension xpand plus with hm instrument. The initial discordant result was reported to the physician(s), who questioned it. A new sample obtained from the patient was tested on the same instrument, resulting lower. The original sample was then repeated on the same instrument, resulting higher. The redraw result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated potassium results.